Event description:
The device was used during an unspecified procedure. Reportedly, a piece broke off the device and disengaged into the patient's cavity. The surgeon performed a reoperation to correct the condition. The hospital has reported the patient's condition is satisfactory.